Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. It was reported that the patient went to the emergency room however, the patient was not hospitalized for the event. The patient was treated with vancomycin and amikacin (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the peritonitis event was still ongoing. Action taken with pd therapy was not reported. No additional information was provided as the reporter declined follow up.